Event description:
It was reported that after implant the physician noted noise on the ventricular channel. During revision the lead came right out of the connector of pulse generator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.